Event description:
The complainant alleged that during biomed testing, the device does not respond when the "charge button" is pressed. The complainant indicated that there was no pt involvement in the reported malfunction.